Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture. Despite multiple repositioning attempt, the issue persisted. The rv lead was not used and will be replaced on (B)(6) 2026. The patient was in stable condition.